Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the fenestrated bipolar forceps instrument. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation.

Event description:
It was reported that while using the fenestrated bipolar forceps instrument, the operator encountered a bipolar current malfunction. After several attempts at resolution, site proceeded to replace the instrument. While removing it from the trocar, site noticed the wire moving had broken. Following the incident, site carefully checked for fragments or debris within the patient's abdomen. Pieces could remain in the patient's abdomen. No further information was provided. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the reported issue occurred during the procedure and there was no reported injury to the patient and no bleeding. A backup instrument was used to complete the procedure. It is difficult to determine whether any fragments had fallen. However, after a thorough search using a laparoscopic approach, no fragments were retrieved from inside the patient. No post-operative tests were performed to search for the fragment, only a laparoscopic inspection was performed to check for remaining fragments. There was an operation delay of 15 minutes spent searching for the possible fragment.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. No missing fragments. The instrument was installed on an in-house system for functional testing. The instrument moved intuitively. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
For clarification, the reported complaint of a bipolar current malfunction and broken cable is partially confirmed, as the fenestrated bipolar forceps instrument was not found to have energy related failures, however, the grip cable was found to be frayed. The following is in regard to the "bipolar current malfunction": the instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. Based on the investigation results, customer reported issue of "bipolar current malfunction" may be due to other factors unrelated to the product.